Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (b)(\6)2015 with the following findings:. Confirmed cracked display screen, unable to complete all testing steps due to cracked display screen. Unrelated to complaint, the battery compartment is cracked along the side from threads to seal case, investigation completed with returned battery cap. Pump powers up with audio/tone/vibration but does not display ¿verify¿ screen, display is blank, pump was open and a cracked display screen was found, the old screen was removed and replaced with a good display screen, pump displays verify screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.